Event description:
The initial reporter stated they received discrepant results for one patient sample tested with urea/bun on a cobas 8000 c 502 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a bun value of 10 mg/dl. The customer questioned the result because the value was not in line with the patient's clinical history. The sample was repeated, resulting in a bun value of 45 mg/dl.

Manufacturer narrative:
The bun reagent lot number and expiration date were requested, but not provided. Quality controls were acceptable. A general reagent performance issue can be ruled out. The field service engineer replaced the sampling assembly. After this action, no further issues occurred. The investigation determined the service actions resolved the issue.